Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid 3 mg/ml at unknown dose via an implanted pump for spinal pain. A refill issue was reported, and the reporter could aspirate, but was unable to fill the pump on (B)(6) 2018. It was noted while doing the pump refill on the date of this report when she assessed the pump she had no issues and all the medicine came out, but medicine poured/leaked all over the drape. Now she could not fill the reservoir with drug. The hcp believed there was a locked reservoir valve. Troubleshooting was done with the hcp and reviewed pertinent information per inquires. The hcp was instructed to call back if she still encountered issues after performing the locked reservoir valve procedure. There were no medical symptoms reported. No further complications were reported/anticipated or expected.